Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the tubing had become disconnected near the pump. Per reporter, some leakage occurred before the patient reconnected the tubing, and the pump had begun alarming "downstream occlusion." The pump was powered off and the patient was redirected to their clinic. No patient harm/adverse event was reported. The event occurred while in use at the patient's home.